Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. Analysis of the returned device data revealed that the ICD entered eri status after detecting invalid memory content in the life holter memory area, which stores battery data, during an automatic signature check. In general, the ICD is designed to detect and repair invalid memory content. If invalid memory content is detected in the life holter memory area, the device will, by design, enter eri status to prevent an incorrect automatic longevity calculation. The ability of the device to deliver therapies is not affected by this safety mechanism. Analysis of the follow-up data collected after re-initialization confirmed a bos battery status and indicated no evidence of device malfunction. In addition, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the reported observation resulted from invalid memory content in the life holter. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The device was successfully re-initialized.

Event description:
It was reported that eri status was noted via home monitoring. Device currently remains implanted. Should additional information be received, this file will be updated.